Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "we put the drill bit in the adapter and it wobbled. There was no delay in the case and we used another adapter. This case was at floyd with dr (B)(6)."